Manufacturer narrative:
Device was used for treatment, not diagnosis. Synthes was made aware of the event on (B)(6) 2015; however, synthes was not aware of this device until its receipt on (B)(6) 2015. The actual date of implant may have been (B)(6) 2015. It is unknown which of the reported screws where implanted on which of the reported dates. Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process and will be addressed and reported under (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the patient had a follow-up visit after having a distractor implanted on (B)(6) 2015 and the subsequent implantation of 6 additional screws on (B)(6) 2015. The details of this first revision surgery are addressed and were reported under the related complaint, (B)(4). During the follow-up visit the surgeon noticed the development of a staphylococcal infection. The surgeon also noticed difficulty with the left side distractor turning and moving. The patient underwent antibiotic treatment and the surgeon planned to remove the distractor after the infection was resolved. The right side distraction was completed and has reached treatment objectives. The surgeon scheduled the hardware explant/revision surgery on (B)(6) 2015 and the hardware was removed. This complaint addresses the occurrence of infection. Conditions discovered during the explant surgery, details of the revision surgery and the subsequent patient treatment are addressed under related complaint (B)(4). The receipt and evaluation of the complained devices will also be addressed under the related complaint (B)(4). This report is 13 of 21 for (B)(4).